Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was returned for evaluation. The problem reported was confirmed for front rear barrel separation. Conclusion: the sample was returned and an absolute root cause of misaligned front and rear barrels leading to damaged parts allowing for the barrels to become separated upon activation was determined. DHR review is not required. Refer to CAPA (B)(4).

Event description:
It was reported that the 23 g x .75 in. Bd vacutainer® push button blood collection set safety failed when staff member pressed it. The spring pushed off the wings piece and the needle was not retracted. There was no injury or medical intervention reported.